Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown screw. Part and lot numbers were not provided by the reporter. The subject device is not expected to be returned to the synthes manufacturer for evaluation and is reportedly implanted in the patient. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that during an anterior lumbar interbody fusion (alif) procedure the screw driver shaft was blunt. The reported instrument was not exchanging in the screw and was causing difficulty inserting the screw. The surgeon continued to use the same instrument to finish the case. There was a 45 minute surgical delay due to the reported issue. The patient was reportedly fine post-surgery. This report is for one unknown screw. This report is 2 of 2 for (B)(4).